Event description:
Account reports incident of leaking at the lever lock cannula where it is inserted into the rubber septum of the y-site. States some chemo leaked but there was no patient or staff injury.